Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset with separate case. During the evaluation of the device, foreign material on forceps elevator wire. The service repair technician indicated that the most likely cause of the foreign material on forceps elevator wire was not established. There was no patient involvement.